Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. The inner tubing was kinked/buckled. The device is part of the advisory for this model.

Event description:
It was reported that during lead implant there were positioning difficulties, and threshold and impedance values were high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during lead implant there were positioning difficulties, and threshold and impedance values were high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.